Event description:
It was reported that during a right ventricular lead revision procedure, the left ventricular lead exhibited increased thresholds and no sensing. The connector pin was loose and unstable. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.